Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. During the evaluation, the product exhibited fatigue fracture consisted with misuse which can be attributed to the patient walking too early likely causing plate to fracture.

Event description:
It was reported patient underwent a foot external fixation procedure on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to a fractured plate caused by patient non compliance. The plate was removed and an external fixation system was implanted.